Event description:
On initial contact, dentist reported handpiece overheating and burned pt's mouth. On further investigation, dentist advised that he noticed that a small blister had formed on pt's bottom lip during an extraction of wisdom teeth. The blister broke open by itself. The dentist held a cool, wet sponge on blister and applied medicated ointment. Dentist followed up with pt after two (2) weeks.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Blood was observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/ lubrication). Device was repaired to original manufacturing specifications. Tests after repair showed no overheating.